Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04772 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-04630.

Event description:
It was reported that during the visit to reporting facility that on (B)(6) 2024, more than three weeks after the sudden swelling of the arm, swelling area of 10 x 10cm, in accordance with the medical advice of PICC extraction, found that the PICC catheter into the body of the place of 1 ~ 2 centimeters of the place of the breakage, and foam dressing was immediately given to reduce swelling externally, and the swelling subsided without other adverse reactions after 3 days. As there was blood residue on the catheter, it was discarded as medical waste. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the visit to reporting facility that on (B)(6)2024, more than three weeks after the sudden swelling of the arm, swelling area of 10 * 10cm, in accordance with the medical advice of PICC extraction, found that the PICC catheter into the body of the place of 1 ~ 2 centimeters of the place of the breakage, and foam dressing was immediately given to reduce swelling externally, and the swelling subsided without other adverse reactions after 3 days. As there was blood residue on the catheter, it was discarded as medical waste. No other information provided, at this time.